Manufacturer narrative:
It was reported that a low leak co2 rebreathing risk alarm had occurred. Per good faith effort (gfe) response received 23feb2026, the equipment department replaced the gas delivery system (gds) to resolve the reported issue. The equipment department replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered; the patient complained of dyspnea, shortness of breath, and chest tightness after pressing the call button. The device was shut down and restarted but the reported issue persisted. The device was swapped out with a different device, and the patient's conditions were relieved. It was reported that a low leak co2 rebreathing risk alarm had occurred. This investigation is ongoing.